Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited low pacing impedance and dislodged to the inferior vena cava (ivc) after release. The lp was retrieved and successfully implanted. There were no patient consequences.